Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the patient's outcome could not be conclusively established through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU), rev. D is currently available. Section 1 of this IFU lists potential adverse events, including multiple types of organ failure and dysfunction and death, that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the multisystem organ failure was thought to have been a normal progression of the disease process. Leading up to the patient's death, the patient underwent a tracheostomy (trach), percutaneous endoscopic gastrostomy (peg), and continuous renal replacement therapy (crrt). They developed an ileus and were not responsive to medical management. The patient was not a surgical candidate. The patient was deemed "do not resuscitate" (dnr) and they decided to withdraw care. The death was not considered to have been device related and the device operated as expected.

Event description:
It was reported that the patient passed away due to multiorgan failure.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.